Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that erosion had occurred. The lead was removed. No further patient complications have been reported as a result of this event.